Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 2,353 joules and 30 seconds forward firing was noted, the fiber broke along the fiber body and orange light was noted emitting from the break. The fiber was exchanged and the second fiber was used to complete the procedure at 367,906 joules. The fiber tip was cleaned during the procedure. No harm to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip exhibits no signs of fractures/breaks; the glass cap exhibits severe devitrification; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the bevel edge appears in good condition. Probable root cause: based on the device analysis, the product complaint "forward firing" could not be confirmed. The probable root cause of complaint is: not confirmed - returned. Cap wear observed. The probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency. Review of lot 21387802 DHR did not indicate any failures upon final inspection. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.